Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to reproduce the issue and found a piece of plastic stuck around the limit switch preventing the surgeon side console (ssc) from properly moving. After removal of the plastic piece, ssc functioned correctly. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the procedure started as a dual surgeon side console (ssc) system and one of the system viewers on the first console was not moving, and that this same behavior had occurred on a prior day. Technical support engineer (tse) confirmed that there were no physical obstructions preventing movement, which the customer verified. The system was configured as a dual-console, and the surgeon was actively using the other console. Tse instructed that a full hard power cycle of the affected console be performed after the procedure to address the nonmoving viewer. The procedure was completed as a single console system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the surgeon side console (ssc) in question was a teaching ssc and they could not manually manipulate it to see comfortably.